Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. Device was received with stripped battery cap coin slot and battery tube threads cracked. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 444 mg/dl. The customer had not treated because the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer did not recall any significant events leading to the alarm. The customer also reported that the battery cap is stripped and there is a missing piece from the battery compartment. Customer stated that she was unable to remove the battery because while attempting to remove the battery cap, it got chipped and stripped. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.